Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was requested but has not been made available. The investigation could not be completed and no conclusion could be drawn; as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that the titanium matrix locking cap came off of a pedicle screw. The surgeon originally performed a posterior spinal fusion stenosis and pedicle subtraction osteotomy surgery. The original date of implant was reported as an unknown date approximately six months prior to the date of this report. The surgeon discovered the locking cap coming off the pedicle screw during a routine six month follow up appointment via x-rays. The date of the appointment was not reported. The surgeon stated that they are not planning on explanting the device or performing a revision surgery at this time. Patient information was requested but has not been made available. This report is for one, ti matrix locking cap. This report is 1 of 1 for complaint (B)(4).